Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: during investigation, no damage or peeling to the keypad was found. The keypad was found to be unresponsive. The keypad cover was removed and there was no evidence of contamination on the keypad contacts. The pump was opened and evidence of moisture and corrosion was found on the keypad connector and on the display board. The original complaint of the keypad issue was confirmed due to the moisture damage. Investigation was unable to test the bolus button due to the keypad not working. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the keypad buttons were over responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no serious injury associated with this complaint.